Event description:
Patient states that "since last august I have had 2 events where I had atrial fibrillation. I'd go for 3 months and have 1 event of atrial fibrillation, then go another 3 months and have another event of atrial fibrillation". He also stated he is on freestyle libre and" the blood glucose numbers are high, yet my a1c is 6.7". He also stated "after I got the covid shot, ended up needing the ipg". He also stated "when I get in my car and my heart rate goes up into the 80's, when I stop, it goes back down". Discussed general device function to include rate response and rate profile optimization. Encouraged him to keep the freestyle libre 6 inches away from the implant. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).